Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. The root cause for the shorted u604 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient received a treatment on (B)(6) 2021. It was reported that the patient was in the hospital. It was reported that the patient's monitor was unable to power up following the treatment event. The treatment cannot be confirmed due to the damage found in the monitor. The patient was last seen in the arrhythmia detection sequence during vt at 200 bpm at 08:38:30 on (B)(6) 2021. This event is being reported out of an abundance of caution as the treatment cannot be confirmed. There is no allegation of a serious injury results from the alleged treatment event.